Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009, reportedly, the patient underwent laminectomy. On (B)(6) 2010, the patient presented for anterior lumbar interbody fusion l5-s1 using a peak cage that was filled with bmp and disk space also filled with actifuse. Per op-notes, "once the lordotic cage was selected, it was filled with bmp. Actifuse was then placed into the disk space and pushed out laterally and anteriorly and the peak cage was then tapped into the space with good purchase and good distraction. A plating system was then used with a screw in l5 and two into s1." On (B)(6) 2011, the patient presented with chief complaint of low back pain and left leg pain. The patient complained of severe intractable pain, causing numbness, tingling, difficulty in lifting and standing, bending, walking, going up and down the stairs. The x-ray of lumbar spine indicated: status post anterior lumbar interbody fusion, l5-s1. Status post laminectomy, l5-s1. Left l5-s1 radiculopathy by electromyogram / nerve conduction study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgical procedure where rhbmp-2/acs was implanted in an anterior approach for lumbar fusion l5-s1 using "cages". Approximately 5 months post-op, the patient started to experience a "different" type of pain and what is reported to be "nerve" pain in the left lower extremity. The pain is reportedly much different than the pre-op pain. The surgeon performed numerous tests and could not find the source of pain. Physical therapy and pain management did not help, and only made the patient "worse." The patient's pain management doctor obtained an (B)(6) study and diagnosed the patient with radiculitis. Plain films were taken which, according to the patient, showed "ectopic" bone growth. Reportedly, the patient underwent a revision surgery 21 months post-op. The revision surgery was reportedly done under a "local" anesthesia and the surgeon went through the left side to remove scar tissue and bone using "a laser and scan." The patient reports the bone had grown into the l5-s1 nerve root. The patient had some pain relief for about two weeks after the revision surgery, but the pain returned, and the patient is now reporting significant pain again. At this time, the patient reports only being able to work 20 hour weeks. This has reportedly affected the patient's lifestyle and caused a significant amount of pain and disabilities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).